Event description:
It was reported that a tlc55 was used during a total gastrectomy. It was reported by the affiliate that the firing knob stopped in the middle of firing stroke. A new one was used to complete the case. There was no consequence to the pt.